Event description:
Info received indicates the foot end brake would not set into brake mode and the caster would continue to roll.

Manufacturer narrative:
The technician found the foot brake linkage was broken. The technician replaced the brake linkage to repair the stretcher.